Manufacturer narrative:
Follow-up inquiries yielded no further info. The separation of insulation from between the bipolar tips has been reported in previous occurences as a device malfunction and prompted field action 24282235-11/21-8-001r which affected the product in this report. The distributor was notified of the recall prior to this occurence.

Event description:
Three dtf-40s were returned by a distributor stating that the their customer reported that the tip did not retract. Upon receipt, only one was identified as not fully retracting, however, it was identified that the insulation had separated from between the bipolar tips. No case details were provided. Inquires provided no further info and there was no reported pt injury.